Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, when the physician attempted to place the right atrial (ra) lead, it appeared the lead was not adequately sensing or pacing. Far field r-wave (ffrw) oversensing was also noted. The physician then unscrewed the lead and attempted to pull it back but was unable to disengage the tissue from the tip of the lead without significantly damaging the heart. It appeared the mechanism of the coil was compromised. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.